Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod and cannula caused scarring and itchiness of the skin at the insertion site. Reportedly, the pod fell off due to a blister that had formed underneath. The blister initially appeared clear and lasted about a week. However, it later changed to a purple-red color. The patient stated that they have been experiencing scarring at every site where they place a pod, with visible marks, occasional bleeding, and skin discoloration. The patient¿s nurse advised them to contact insulet since they may be sensitive to the pod¿s adhesive. The patient reported that they properly prepare the site with cleaning the area and applying ¿skin tags¿. When removing the pod, they normally pull the pod off slowly while using water to moisten the area. Duration of pod usage was not provided. No blood glucose readings were reported nor were any alarms/alerts received. No medical intervention was reported.